Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and high pacing impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. After cleaning the lead and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a new implant procedure. It was noted after positioning that the right ventricular (rv) lead dislodged from its original position and the pacing impedance was very high. The physician attempted to retract the rv lead's helix and reposition the lead but after several turns, the helix would not retract. The rv lead was removed from the body and cleaned but the helix still wouldn't retract. The rv lead was exchanged, and the procedure was completed. The patient was stable.